Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. The alleged faulty main pcba has been received and routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
The distributor in (B)(4) reported that during use on a patient the device the device alarmed "motor fault" & "vent inop". The patient was removed from the device and placed on another device. There was no report of harm to the patient.

Manufacturer narrative:
The original initial medwatch report failed submission electronically due to the international phone # being in the incorrect format. This medwatch report corrects the format of the international phone # and provides all of the information that was contained on the original initial medwatch report that failed submission. This report is being submitted outside the prescribed reporting time period. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. The alleged faulty main pcba has been received and routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
The distributor in (B)(4) reported that during use on a patient the device the device alarmed ¿motor fault¿ & ¿vent inop¿. The patient was removed from the device and placed on another device. There was no report of harm to the patient.

Manufacturer narrative:
Failure analysis: vela main pcba pn: 53420k sn: (B)(4) & turbine interface pcba pn 52430 sn: (B)(4) were received into the carefusion failure analysis lab for investigation. The vela main pcba was installed into a known good vela ventilator pn: 16532-00 sn: (B)(4). The unit was powered on in service mode. The failure analysis lab technician entered the event error log and noticed that there were multiple xdcr fault occurrences recorded in the log. Failure analysis lab technician then powered up the unit in ventilating mode with the received settings and no anomalies noted. The failure analysis lab technician performed the transducer tests and they passed. The unit was then run with the received settings for one hour without any anomalies noted. Heat was applied with heat gun to the transducers and the transducer test was performed with no anomalies noted. Cold was then applied to transducers & solenoids and the transducer test was performed with no anomalies noted. The turbine interface pcba pn: 52430 sn: (B)(4) was installed into a known good vela ventilator and the unit was powered up in ventilating mode and no anomalies noted. The unit was run over the weekend with the run-in standard settings per ts 90415. The unit was stopped on 9/23/2015 with no anomalies or events recorded. Findings/root-cause: unable to duplicate the reported problem.